Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2016. The initial reporter of this event was the hcp associated with the event. The empty pump was reportedly a conscious choice on the part of the patient and their previous managing physician. No date was given for when the pump was emptied. The patient's previous physician opted to cease intrathecal therapy and manage the patient's pain via oral medications. No symptoms were reported as being related to the pump. The pump had undergone both a low reservoir alarm and empty pump alarm per standard operation of the pump. The patient's current hcp intended on filling the pump once more and resuming intrathecal therapy.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and lumbar radiculopathy. On (B)(6) 2016, it was reported that the patient's pump had been empty for some time. The healthcare provider believed that the pump could have been empty from months to years. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.